Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient said that their battery charge on the stimulator doesn't last more then seven days. Caller did say they had changed their settings. Patient thought they used to charge once every two weeks. Suggested the patient ask the doctor to do a longevity calculation based on their settings. Patient mentioned both urine and stool symptoms are getting worse. They have tried six programs and they think they are currently on program a. Patient said they told their doctor last year about the return of symptoms. Patient has not had an appointment with the doctor this year. Redirected the patient back to the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.